Event description:
It was reported that patient enrolled in a (B)(4) study underwent left total hip arthroplasty on (B)(6) 1995. Patient underwent a revision procedure on (B)(6) 2008 due to poly wear. The modular head and liner were removed and replaced. It was further reported patient underwent closed reduction procedures on (B)(6) 2008. Subsequently, patient was revised on the left side on (B)(6) 2008 due to dislocation and instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00587 & 03274 / 03275).